Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.

Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6) displayed a "system error, out of service, revert to manual CPR" message" was confirmed based on the review of the archive data and during functional testing. The root cause of the reported complaint was the defective processor board. Upon visual inspection, the top cover and the front enclosure were cracked, unrelated to the reported complaint. The probable root cause for the observed physical damage was user mishandling. The front enclosure and top cover were replaced to address the damage. The archive data review showed the occurrence of system error - user advisory (ua) 132 (internal watchdog timeout), thus confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device. Therefore, the reported complaint was confirmed. The defective processor board was replaced to remedy issue. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(6).